Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a stroke some time ago and they were trying to use the stimulator again. They went to the doctor the other day and were having trouble getting it started. The handset and communicator weren't connecting today. The patient went to healthcare provider office (hcp) and the physician assistant (pa) used their communicator because the the pa's wasn't charged. The agent walked the caller through closing out of all running applications, restarting the handset, resetting the communicator, and turning the bluetooth off and back on. The patient was not able to get the bluetooth light to go from blinking blue to solid blue. The patient got the message "not found". The agent had the patient try to connect the handset to communicator. The patient said they couldn't reach the implant because theyhad bad arms and couldn't hold it. The patient had their husband hold the communicator for them. A message was sent to the repair department to replace the device communicator.  The agent received a call from the patient stating that they received the replacement communicator and were needing assistance pairing the device to the handset. The agent was able to successfully walk the caller through the steps of pairing devices. The troubleshooting steps that were taken resolved the issue. Additional information was received from the patient. They reported that the patient called back because they received a follow up email from mdt regarding the event reported in this case. The patient was not capable of replying to the email, so they opted to verbally answer the questions. The patient stated that initially the communicator didn't work, but the communicator was replaced and the replacement communicator resolved that issue. The patient reported this to their hcp, but the hcp was under the impression that the ins was working properly since the patient could still feel stimulation. The patient said they got frustrated that the therapy wasn't working, they were unsure what they should do, their mind wasn't working well, and they were depressed, but they said they were doing well at the time of the call. The patient said they hadn't used the therapy for a while, so they ended up calling patient services because they wanted to try using it again to see if it would help with the incontinence they've continued to experience. The patient noted that they were still incontinent when they have to pee, and most of the time when they get up they're peeing. The patient mentioned that one time (after they had the stroke and fell) they felt stimulation near their right hip, which was an unexpected area for them to feel stimulation. The patient said it felt "kind of ouchy" so they changed to a different program. The patient mentioned that they felt stimulation under their pelvic bone when they tried the new program, which was an area they expected to feel stimulation but after a few seconds they no longer felt stimulation. Agent reviewed stimulation expectations and programming considerations. The patient was redirected to their hcp to further address the ongoing therapy issue. The patient said they will be seeing their managing hcp soon. The initially provided the hcp on file as their managing hcp, but mentioned that they also see someone else (name not provided) at the same clinic. The patient thought the communicator battery was the problem because they hadn't used the communicator in a while, so they think it mayhave been their fault. The patient stated that they contacted patient services and got a new communicator. The patient said it has not been resolved, but they are working on it. The patient confirmed they were able to connect at the time of the call. Additional information was received from the patient. They reported that the therapy worked perfectly until patient had a stroke in (B)(6) 2022. Patient states they were not monitoring them well. After the stroke the stimulator therapy did not work, patient was incontinent all the time. Patient mentioned they keep getting emails from the company asking questions. Patient stated they do not use a computer or know how to look things up with a phone. The patient called back because they received a follow up email regarding the event reported in this case. The patient was not capable of replying to the email, so they opted to verbally answer the questions." Patient stated they got another email dec 4, stating that the company has more follow-up questions, asking about patient not feeling stimulation after a few seconds, what contributed to this issue, and what steps will be taken. Patient stated these emails were very confusing, they don't really state what the questions are related to. Patient stated they had already called in after the last em ail and answered all the questions. Patient stated the emails are going to their husband. Patient does not know, when increasing stimulation, they can feel it but then it goes away in a few seconds to a minute and no reduction in symptoms. Patient saw a nurse practitioner on oct 30 who reviewed the programs. Patient stated occasionally going to the doctor and a nurse was helping. Patient stated leaving a message for the nurse but was unable to reach them again. Patient stated experimenting with the settings and programs themselves. Patient stated being sent to a urologist after the post-op and the doctor didn't know why the patient was set up with them due to not knowing anything about the interstim. Patient then got frustrated and quit using the equipment. Patient stated wearing pads and having symptoms. Patient stated having two programs they have discontinued using because they were feeling pain over to the side and hip. Patient stated not having any reduction in symptoms. Patient decided to start using the equipment again and went to use the communicator and the battery was not good so they called and were sent another communicator and that is working now. Patient mentioned when coming home from the stroke, patient fell and hit their back in the stimulator area. Patient informed the doctor but they did not seem to think it was a problem, but patient thinks maybe there is an x-ray or something they can do. Agent reviewed patient can discuss with their doctor. Agent reviewed patients option of increasing settings. If issue does not resolve patient was directed to inform doctor.